Event description:
As reported by the (B)(6) field clinical specialist, after successful implant of a sapien 3 ultra in the aortic position without complications, the esheath and commander delivery system was removed without issue. The perclose were not tightened down at the vessel and bleeding was noted. A stent was placed in the right common femoral artery. The patient was stable. There was no allegation of any (B)(6) device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).